Manufacturer narrative:
Initial reporter phone #: (B)(6). (B)(4). Investigation summary: a complaint history check was performed and this is the 1st related complaint for dimension, npi needle point blunt on lot # 9261681. A review of risk management document (B)(4), indicates that the potential risk of this specific reported incident (pen needle, dimension) was captured and addressed. This is captured in risk assessment file (B)(4). Customer returned photos of open 4mm, 32g pen needles and a shelf carton from lot # 9261681. Customer states that the pen needle is too thick giving the impression that it is blind, having a resistance to enter the skin with a burning sensation when entering and removing, the skin is sensitive and injured and there is blood left at the site. The photos were examined and it is difficult to determine if there are defects with the cannula points or if the cannula falls within specifications for dimension that could cause harm solely from the photos. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use with a bd pn 32 g 4 mm 5b xtw easyflow la needle appears to be too thick. The following information was provided by the initial reporter, translated from (B)(6) to english: the customer got in touch to report that the pen needle is too thick giving the impression that it is blind, having a resistance to enter the skin with a burning sensation when entering and removing.